Event description:
According to the international affiliate, the patient reported that he was submitted to spine surgery (arthrodesis) in the last year. In (B)(6) of this year, during his routine activity, he heard a noise which characterized an implanted screw breakage. The sales rep contacted the surgeon and he confirmed that the screw broke due to pseudo-arthrodeses evolved in the patient. The sales rep searched the information with the distributor and found that the patient was submitted to the surgery on (B)(6) 2011 and not in the last year as informed by the patient. The patient informed that he needs to be re-operated as he has a lot of pain and presents difficulty to perform daily activities. According to the doctor, in cases of pseudo-arthrodesis, the problem can occur due to the force applied over the material since that there was formation of biologic structure, essential for the procedure, and this case does not characterize defect of the product. The affiliate has reported that four screws have broken in situ. Due to the need for surgical intervention, the following mfg. Medwatch reports are being filed for four expedium si polyaxial screws that are reported to have broken: 1526439-2014-11623; 1526439-2014-11624; 1526439-2014-11625; 1526439-2014-11626.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record found no discrepancies. A 12 month complaint trend analysis for the product code found no related complaints. The surgeon confirmed that the screw broke due to pseudo-arthrodesesis evolved in the patient. According to the doctor, ¿in cases of pseudo-arthrodesis, the problem can occur due to the force applied over the material, since that there was formation of biologic structure, essential for the procedure, and this case does not characterize defect of the product¿. As such, the root cause for the post-operative screw breakage can be attributed to the pseudo arthrodesis. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record found no discrepancies. A 12 month complaint trend analysis for the product code found no related complaints. The surgeon confirmed that the screw broke due to pseudo-arthrodeses evolved in the patient. According to the doctor, ¿in cases of pseudo-arthrodesis, the problem can occur due to the force applied over the material, since that there was formation of biologic structure, essential for the procedure, and this case does not characterize defect of the product¿. As such, the root cause for the post-operative screw breakage can be attributed to the pseudo arthritis. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.